Event description:
The pantheris device was inserted into the vasculature. Following the first cut, the catheter bogged down. It was noted that the shaft of the catheter had wrapped around itself outside the sheath. Upon removal, it was noted that some of the inner lining of the sheath had also been removed with the catheter. It was also noted that the cutter had been left in the open position upon removal. In consultation with the physician following the procedure, the physician believed that the cutter had been inadvertently left open when the device was being removed from the sheath, which led to the cutter grabbing onto the internal lining of the sheath. The physician believed there was no dislodged material remaining in the sheath nor dislodged down the vasculature. A final angiogram to the distal vessels verified that the vessels were patent with no sign of embolus as a result of this event. The pantheris catheter and the inner lining of the sheath were returned for inspection. The analysis confirmed that the scaffold was bent slightly outward, and damage to the cutter was observed, which confirms the cutter most likely grabbed the internal lining of the sheath. The procedure was completely successfully with a second pantheris catheter and drug-coated balloon with a good angiographic result.